Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an electrical reset. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an internal review of data transmitted from the device indicated that a power on reset (por) occurred. The device remains in use. This event was not reported by a health care provider; therefore no patient complications were reported.

Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.